Event description:
The customer tested his blood glucose using 2 contour meters and received readings of 191 and 440mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.